Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the system did not have video on the right eye on the surgeon side console (ssc2). An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found fiber errors 23 on the ssc2. The tse asked the customer to check the fiber connection. The customer removed and reinstalled it, and it got a blue led. The tse also asked the customer to hard power cycle the ssc. After the power cycle, the surgeon console came up error free; however, there was no video in the right eye. The customer proceeded with the procedure using only ssc1. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system did not have video in the right eye on the surgeon side console (ssc2), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the high resolution stereo viewer (hrsv) monitor to resolve the customer reported complaint. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and found to have to have no video in the right eye. The complaint regarding the reported issue was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is reportable malfunction event due to the following conclusion: it was reported that there was no video in the right eye on the surgeon side console (ssc2). The customer switched to ssc1 due to video issue in the right of the ssc 2. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.